Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported hat the customer experienced low blood glucose (bg) levels in the 40's (mg/dl) during the night; cause was unknown. At the time of the reported event, the treatment method was not provided. Multiple attempts were made to follow up with the customer; however, the customer declined to perform troubleshooting.